Manufacturer narrative:
The analyzer serial number is (B)(4). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable mpa mycophenolic acid results for 1 patient sample on a cobas 6000 c501 module. The initial mpa result was 1.85 ug/ml. The repeat result was 5.03 ug/ml.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The alarm trace did not contain a conspicuous event. The field service engineer (fse) replaced a syringe seal. The service maintenance actions performed by the fse resolved the issue.